Event description:
It was reported that prior to implant, a lead warning message was seen during device pre-interrogation. It was thought that the device was possibly set up for another procedure and not used. The device was not used as there would be a permanent message of a lead warning for the customer. The device was not used and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).